Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to an esophageal procedure, the capsule was not recognized by the recorder during calibration attempt. The recorder displayed an error message stating ¿error code 5.¿ another capsule was calibrated successfully and used. There was no harm to the patient or to the user due to the alleged device malfunction. No medical intervention was required due to the alleged device malfunction. The account stated that a repeat procedure was necessary. No known adverse events were reported.